Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a transsphenoidal pituitary tumor resection, the tip of the inner lumen of the tricut blade broke off approximately 2-3 minutes after starting. The surgeon used forceps to remove the tip from the ethmoid cavity, switched to a new blade and continued with case. Delay was a couple of minutes to swap blade and retrieve broken piece from patients nose. Blade was being run on a straightshot m4 with ipc console at 5000rpm oscillate. No patient injury.

Manufacturer narrative:
Product evaluation: 1 opened sample, part number 1884080em, from lot number 0213648048, was received for analysis. Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth which resulted in the observed break. There were no signs of misuse or mishandling. There was uneven wear inside the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.